Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display/lines anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had screen error, partial display. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump showing lines sometime on the screen instead of letters and numbers. The insulin pump will be returned for analysis.